Event description:
It was reported that the universal handpiece was over torqued which caused the handpiece to disassemble during set up prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual inspection, the customer comment was duplicated. The handpiece angle joint was observed to be out of alignment 30 degrees counter clockwise on the tip side, and 30 degrees out of alignment counter clockwise on the front plate side. Several attempts were made with new angle nuts to bring the handpiece back into alignment, but they were not successful. The handpiece was deemed not repairable.